Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported experiencing unexplained high blood glucose of 325mg/dl. The customer had over the period of ten days headaches, irritability, nausea, excessive thirst and urination. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.